Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that while using a bd insyte¿ autoguard¿ bc shielded IV catheter, it failed to retract the needle when the button was pushed. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Additional information: d.4. Medical device lot #: 7311910 d.4. Medical device expiration date: 10/31/2020 h.4. Device manufacture date: 11/7/2017 h.6. Investigation summary: lot analysis 7349910: review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation and penetration and drag were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. 7311910: review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation and penetration and drag were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received a total of 5 iag bc units as follows, 4 units were received within sealed packages and 1 was on an open package and was received with the needle fully retracted within the safety. Also received 4 top web (packaging) strips of which 2 were from lot number 7349910 and 2 from lot 7311910: visual/microscopic examination: units received on sealed packages: lie distance was acceptable per specification. Pen and drag test was performed on 2 of the units. Pen and drag test passed per specification (35 grams max for needle tip, 35 grams max for catheter tip and 10 grams average for catheter drag). Flour test (lube coverage was performed on the remainder units received on sealed packages. Unit on open package: the cannula tip was rated as 4. The cannula was pushed into the out position and the catheter was put back in place. The cannula tip was rated as a. 2 units on sealed package + unit on open package: in an attempt to recreate the customer experience the flashback test was performed, by inserting the catheter into an artificial vein and then the white button was pressed. Insertion and retraction were successful. Investigation conclusion: the failures experienced by the customer were not confirmed. All units observed were acceptable per specifications.